Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a 50mm long moderately calcified lesion (99 percent stenosis degree) in the moderately tortuous rca. The orsiro mission was introduced, but the device was unable to pass through the proximal part of lesion. The catheter was removed from the body, and it was confirmed a slight stent displacement and deformation on the balloon.